Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8637-20, serial # (B)(4), implanted: (B)(6) 2008, product type pump; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being treated with compounded baclofen 3000 mcg/ml (300 mcg/day) and fentanyl 1500 mcg/ml (150 mcg/day) intrathecal therapy via an implanted pump. The therapies were on-going. The pump's indication for use (IFU) was listed as intractable spasticity and post spinal cord injury. On (B)(6) 2015, the representative initially was notified that the patient's pump had been explanted and replaced with another manufacturer's pump; however, the representative had no information at that time regarding the reason for the pump explant, what led to the event, any diagnostics/troubleshooting performed, or the type of drug or concentration/dose that was administered by the pump. The medical history of the patient was unable to be obtained. The patient status at the time of the report was alive with no injury and the issue had been resolved at the time of the report. On (B)(6) 2015, the hcp reported that at least a year ago, the patient first started experiencing issues leading to the pump explant. The patient had symptoms of sedation and confusion. When the pump was being refilled, the nurses noted significantly less volume than was expected based on telemetry. There was a device issue of over-infusing and no way to fix that without a pump exchange. The pump was explanted (complete explant). The patient's pertinent medical history included t12 paraplegia from spinal cord injury. No concomitant medications were indicated. The pump was sent back to the manufacturer for pump analysis. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Pump ((B)(4)) was returned for analysis and was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day).

Manufacturer narrative:
Destructive analysis on the pump (B)(4) was completed and no significant anomaly was found. Destructive analysis did not change the previous finding of over infusion. The method code also applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.